Event description:
The customer reported that an ophthalmic console exhibited laser failure. The procedure details and patient impact were not reported. Additional information has been requested, but none received at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).